Manufacturer narrative:
The field service engineer determined a valve was failing. The valve was replaced. Mechanism checks were performed and the cells were not overflowing. The customer ran calibration and controls; all were ok.

Event description:
The initial reporter stated they were running patient samples on the cobas 6000 c (501) module and noticed the cells were flooding. The customer stated they then started getting low patient results. Data was provided for one patient sample with discrepant results for nh3l ammonia. The sample initially resulted in an ammonia value of 21 umol/l and this value was reported outside of the laboratory. The sample was repeated on a second analyzer, resulting in a value of 86 umol/l. The repeat value was deemed correct. The ammonia reagent lot number was 61271601, with an expiration date of 30-jun-2023.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.